Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-04204. It was reported the patient was feeling burning sensation at the ipg pocket. In addition, the lead had low impedance and high impedance contacts. An x-ray was taken, and did not appear to show lead pull out. The pt was reprogrammed, but only received partial stimulation coverage. The pt was instructed to turn the system off if the pocket heating issue did not resolve. The physician was working closely with the pt for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.